Manufacturer narrative:
The button error alarmed and intermittent button response was noted due to corroded keypad traces. The pump passed displacement test and self-test. All operating currents are within specification. There was no unexpected blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states they had issues with blank display. The customer's blood glucose level at the time of incident was 253mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.